Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range (oor) shock impedance measurements on the right ventricular (rv) lead. Technical services (ts) recommended reprogramming options. No adverse patient effects were reporter. This device remains in service.